Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device passed the upstream occlusion test. A review of the event history log revealed upstream occlusion messages which verifies the reported issue, however these alarms may result from typical use of the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.